Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat abdominal aortic and left common iliac artery aneurysms. On (B)(6) 2014, computed tomography scan identified an enlarging left common iliac aneurysm. According to the report, the iliac aneurysm had grown from 3.5 to 3.7 cm in diameter. The physician attributed the enlarging iliac artery to underlying disease progression. On (B)(6) 2014, a re-intervention procedure was performed whereby an additional gore® excluder® contralateral leg component was implanted to extend the existing graft system on the left side. The patient¿s left hypogastric artery was intentionally covered during the procedure. The iliac aneurysm was successfully excluded, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement.